Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided, and a high ketone level identified as dangerous by healthcare provider. Cause was not known. A correction manual injection was delivered to address bg. Customer alleged the pump may not have been delivering insulin; however, this allegation was not confirmed